Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel. Oversensing of the noise resulted in pacing inhibition, as well as an inappropriate shock and nonsustained episodes. There were no patient symptoms reported with this clinical observation. A guidant technical services consultant discussed preprogramming sensitivity, and possibly performing defibrillation threshold testing at the new sensitivity.